Event description:
It was reported while preparing to use a bd vacutainer® flashback blood collection needle, the non-patient needle assembly broke off the device when connecting it to a tube holder. The device was replaced. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d9. Device available for eval: yes. D9. Returned to manufacturer on 27-aug-2024. Investigation summary: bd received 1 sample and 1 photo for investigation. The sample and photo were evaluated and the indicated failure mode for hub breakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while preparing to use a bd vacutainer® flashback blood collection needle, the non-patient needle assembly broke off the device when connecting it to a tube holder. The device was replaced. There was no report of adverse impact to patients or users.